Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter break occurred. An opticross¿ 6 imaging catheter was selected for use. During unpacking, it was noted that the catheter was broken when the physician opened it out of the box. They opened a new opticross¿ 6 imaging catheter and completed the procedure. No patient involvement was reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues or abnormalities were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter break occurred. An opticross 6 imaging catheter was selected for use. During unpacking, it was noted that the catheter was broken when the physician opened it out of the box. They opened a new opticross 6 imaging catheter and completed the procedure. No patient involvement was reported.